Event description:
It was reported that prior to a procedure an unspecified fluid was sucked into a 110v psi-tec iii aspirator, and it would no longer operate. There was no reported patient contact or patient consequences.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to a procedure an unspecified fluid was sucked into a 110v psi-tec iii aspirator, and it would no longer operate. There was no reported patient contact or patient consequences.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).